Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 380 ml. Patient was transferred to the operating room for a surgical intervention. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).